Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a syncopal event resulting in a fracture of the c6-7 vertebrae. Multiple electrocardiogram strips taken in the ambulance and the emergency room demonstrate loss of capture despite a two time safety margin. Extensive testing of the pacemaker did not indicate any obvious electrical malfunctions, and loss of capture could not be duplicated by device manipulation of the upper body or by arm movement. All testing was within normal limits in unipolar and bipolar pacing configurations. Lead impedance was also stable. The patient's lab results were normal, and the patient did not appear to have suffered a myocardial infarction that might have caused an increase in pacing threshold. The patient had not started any new medications recently. The device was explanted and replaced, and the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.